Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynx grip vascular closure device (vcd) did not take after deployment, with a small hematoma forming. Manual pressure was applied to achieve hemostasis. One of the fellows deployed the device. The device was prepped per the instructions for use (IFU). The user was trained to the device. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) did not take after deployment, with a small hematoma forming. Manual pressure was applied to achieve hemostasis. One of the fellows deployed the device. The device was prepped per the instructions for use (IFU). The user was trained to the device. Other procedural details were requested but were not provided. The product was not returned for analysis. A product history record (phr) review of lot f2603401 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported events of ¿sealant-failure to achieve hemostasis¿ and the subsequent ¿hematoma¿ could not be observed as the device was not returned for analysis and procedural images were not provided. The exact cause of the failure experienced by the customer could not be determined. Failing to achieve hemostasis immediately after vascular closure and the subsequent hematoma are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy/venotomy. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the IFU, prolonged access site-related bleeding is a potential risk associated with femoral artery closure procedures. Additionally, it instructs, ¿while maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract. Continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the phr review, nor the information available for review suggests the failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.